Event description:
The customer reported a battery out limit alarm after a battery change. The customer also reported being hospitalized due to diabetes complications. The customer reported a blood glucose reading of 294 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.